Manufacturer narrative:
Concomitant products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. Product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. Product ID: neu_unknown_cath, product type: catheter.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) regarding a female patient who was receiving hydromorphone 2mg/ml at minimum rate and baclofen (lot number unknown) 75mcg/ml at minimum rate (the patient's dose before minimum rate was not reported) via an implantable pump for non-malignant pain and spinal pain. The patient's medical history and concomitant medications were not reported. On an unknown date, imaging diagnosed a catheter migration. The patient experienced a return of pain and dose increases did not help. On (B)(6) 2016, the catheters were revised.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.